Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow-up visit, thrombus was noted to be spanning across the device. No additional information is known at this time.